Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle shell, sz 56 mm, an ultamet 28 mm metal liner, a corail cementless femoral stem and a 28 mm +1.5 depuy articul/eze metal-on-metal femoral head. Soon after surgery, I began experiencing pain and difficulty with my implant. Due to the persistent nature of the pain and discomfort, I underwent a revision of my left hip on (B)(6) 2009, replacing the metal-on-metal component to metal-on-polyethylene. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left groin and buttocks. I am able to walk only about 2 blocks limited by bilateral hip pain. I can climb stairs one at a time if holding on to the handrail. I also experience severe pain at rest and night pain as well. Diagnosis or reason for use: avascular necrosis, left hip.